Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An internal visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. A tone at medium test using the g5 global communication tool was performed and passed. Manual functional try it tests were performed and passed. An internal visual inspection was performed and passed. Speaker audio wiggle tests were performed and passed. The speaker resistance was measured and was found to be within specification. The receiver logs were downloaded for review finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.